Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the seal was partial. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a gastric sleeve procedure, the device was not providing proper energy to seal the vessels wherein the device had no regrasp alert but end tone was heard and there was energy delivery. There were 10 good seals on the 2-3mm vessel on short gastric artery intimately then re opened and started bleeding 10 min after seal. Cleaning was made when needed. Patient had more than 700ml bleeding observed directly from the ligasure seal. Although the handle was functioning properly at the beginning, while the surgeon was stapling the stomach, a significant amount of bleeding was suddenly observed behind the stomach. A vessel had ruptured, causing active bleeding similar to a fountain. The issue was an unexpected event resulted in prolonged surgical time of 30-45 minutes to address the bleeding and necessitated a blood transfusion. Another ligasure device used successfully with the same generator.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.